Event description:
The consumer's (B)(6) year old son handed him the brush back after sucking the toothpaste off. The consumer noticed that the toothbrush head was missing at this point. At that point, his son spit the toothbrush head out of his mouth. The consumer also mentioned that the brush was badly chewed.